Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. The device was not returned. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explanation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explanation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event an event regarding abnormal ion level involving an accolade stem was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: re pi which represents a male patient, dob (B)(6) 1946 whose date of implantation is listed as (B)(6) 2007 and explantation (B)(6) 2019. The event description states: "lawsuit revision injuries as a result of implantation and explantation'' device recall and excessive levels of chromium and cobalt in his blood." (B)(6) 2007 peri-operative nursing record: implants: 60 mm stryker acet. Shell; poly insert size g; stryker hip stem; stryker femoral head 44/-4. No clinical or pmh, no patient demographics, no imaging studies, no lab or pathology reports, no operative reports, no examination of explanted components. There is insufficient information supplied to either confirm the event description or create a medical report for the case. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not available.